Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Event description:
It was reported that a patient underwent a total abdominal hysterectomy on (B)(6) 2012 and suture was used. While closing the muscle layer, the needle pulled off the suture. A like device was used to completed the procedure. There were no adverse patient consequences.